Event description:
Customer stated that the doctor attached the bravo capsule to the esophageal wall, and when detaching the bravo capsule, the doctor pressed down the plunger and the plunger didn't come back all the way up. The patient didn't suffer any adverse effects.

Manufacturer narrative:
No patient injury has occurred following this incident.